Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported electrical failure after thunderstorm; vent inop due to power supply. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the power supply to address the reported problem.